Event description:
A surgeon reported that several months following photorefractive keratectomy (prk), the patient presented with corneal haze in one eye. The patient had a corneal scrape with amniotic graft to help treat the event. Additional information has been requested.

Manufacturer narrative:
Additional information was provided. Evaluation summary: no sample is expected to be returned for evaluation. Although requested, the reporter did not provide the serial number for the system; therefore, the device history records (DHR) for the device could not be reviewed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)